Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 30760898l number, and internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
Initially this adverse event was assessed as MDR reportable only under the thermocool® smart touch¿ electrophysiology catheter (ablation catheter) under 2029046-2022-01991. Additional information was received on 11-nov-2022 and the pentaray nav high-density mapping eco catheter will be conservatively assessed as MDR reportable for the adverse event along with a thermocool® smart touch¿ electrophysiology catheter. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter. The patient suffered a transient ischemic attack requiring monitoring. Everything went well in the procedure. Post procedure the patient woke up after complete anesthesiology and there was nothing to mention. However, in recovery after 20 minutes, they called the physician and reported that the patient had thoracal pain and that he could not move his left leg and left arm. The tee during and before was good (no broadcloths in appendage). Tee echo guided transseptal puncture was performed and the tte after procedure was also normal (no tamponade). They did an CT scan of the brain in the emergency but there was nothing special to see. Good perfusion, no bleeding. It¿s not a cva or stroke maybe a tia. Act during procedure was continuous minimal around >260 aiming around 300. Physician thinks that it was maybe an air bubble in the brains. Patient will be transferred to intensive care unit (ICU) to monitor. For physician it is not necessary to check preventive the equipment (smart ablate and pump). There may be patient consequences, it is not clear at this moment. Multiple attempts were made to obtain clarification to this complaint. However, no further information had been made available. The event was assessed as MDR reportable only under the thermocool® smart touch¿ electrophysiology catheter (ablation catheter). Additional information was received on 11-nov-2022. Event occurred on (B)(6) 2022, it was called into the hotline the same day. The physician mentioned that he thought that it was related to the pentaray nav high-density mapping eco catheter. When inserting the pentaray nav high-density mapping eco catheter in the sheath, he left the introducing sleeve/tool in the sheath. He did not retract this small sleeve any more during the complete procedure. He mentioned that this was probably the cause of the air bubbles. No interventions because patient took eliquis before procedure. So not possible to give IV trombolyse. Kiné, ergo and logo revalidation during his stay and in the near future. Patient went home not completely recovered. Neurologic examination on (B)(6) 2022: almost completely recovered, sometimes still has difficulties to concentrate, possible medication issue. Patient stayed for 3 more days in the hospitals and also first day in intensive care unit (ICU) (5 days in total: (B)(6) 2022 until (B)(6) 2022). Relevant tests include: CT, MRI, mep, eeg, sepp. There was no evidence of char, blood thrombus, or clot during the procedure. Correct catheter settings were selected on the generator; 35w and pre flow of 5 sec, post flow of 2 sec; index of 400-550. Pump was switching from "low" to "high" flow during ablation, correct flow. Patient is doing well. The patient was not permanently impaired. Will recover completely. The patient regained the use of the left arm/leg with kiné first month, completely recovered. The patient was discharged after 5 days ((B)(6) 2022). As a result of this event, the patient did not require any additional procedures, only follow up with neuro, cardio and physical therapy, only 1 consult in last month, and 1 consult in the future. The pentaray nav high-density mapping eco catheter will be conservatively assessed as MDR reportable for the adverse event along with a thermocool® smart touch¿ electrophysiology catheter as additional information provided reports that ¿the doctor mentioned that he thought that it was related to the pentaray nav high-density mapping eco catheter.¿ in addition, it is determined that this event should also be reported with the patient consequence code of ¿air embolism¿. The awareness date for this report under this device is (B)(6) 2022.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. The patient suffered a transient ischemic attack requiring monitoring. The bwi product analysis lab received the device for evaluation on 14-apr-2023. The device evaluation was completed on 18-apr-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The doctor mentioned that he thought that it was related to the pentaray nav high-density mapping eco catheter. When inserting the pentaray nav high-density mapping eco catheter in the sheath, he left the introducing sleeve/tool in the sheath. He didn¿t retract this small sleeve any more during the complete procedure. He mentioned that this was probably the cause of the air bubbles. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).